Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01645, 01646.

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.evidence that product in specification when used.(B)(4).

Event description:
Allegedly patient complained of hip pain. At the end of the revision surgery, the surgeon stated that he thought the pain had to do with her torn abductor muscles.